Event description:
It was reported that the product was explanted due to infection and was used as an external temporary pacemaker. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).